Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope had a corroded sheet holder unit and identification cover, as well as a dirty shield plate and charge-coupled device flexible printed circuit. There was no patient involvement.